Event description:
Additional information indicates the ipg meets normal depletion as the patient had not lost therapy prior to the procedure. This device is no longer reportable.

Manufacturer narrative:
Correction: this device meets normal depletion and is no longer reportable.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg was nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.